Event description:
It was reported that during insertion of the iab, the balloon would not fully unwrap. The iab was removed and a second iab was inserted and the balloon would not fully unwrap until the pump was turned off and then on again. There were no patient complications.